Event description:
During regular follow-up performed on (B)(6) 2009, a warning indicating a device reset was displayed upon interrogation of the ICD device involved in this MDR report. The user is requesting the reason of this reset.

Manufacturer narrative:
December 14, 2009 - this event concerns a device that was manufactured and used outside the united states. The analysis is pending.